Event description:
Falsely elevated troponin I results of >25 ng/ml were obtained on five consecutive patients. The results were reported to the physician. The samples were retested again and results of 0.00, 0.1, and 0.2 were obtained. Patient treatment was prescribed for one patient and there was no report of adverse health consequences, as a result of the falsely elevated troponin I results. Analysis of instrument data indicates that the cause for the falsely elevated troponin I is due to insufficient wash due to a clogged hm probe.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of instrument and instrument data indicated that the cause was insufficient wash, due to a clogged probe. User reset clogged probe error message without investigating. The instrument is operating within specifications.